Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to the helix retracting after the implant. Additionally, the lead also exhibited high capture thresholds. It was noted that the lead exhibited higher than normal impedance that remained within range. No additional adverse patient effects were reported. The lead was retained by the hospital.